Event description:
Hypoglycemia requiring hospitalization after treating a false hyperglycemia blood sugar reading on a guardian 4 cgm at 400 mg/dl. These results are not reflected in the emr due to patient being treated by paramedics before arrival to the hospital. Data from the pump during this time frame are also corrupted. Documentation of this drop is available in the ed notes.